Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. The complaint device was returned on 05/22/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with (B)(6) device and passed. Performed share log review and no issues were found. The reported event of a loss of connection was not confirmed. The complaint was not confirmed because there is no loss of connection in the cloud data. A probable cause could not be determined.